Event description:
The pump was in infusion mode, light was green, stating 41ml volume to be infused; however, the bag of solution as well as the tubing was dry. There was no fluid infusing! IV was connected to patient. Pt denied any discomfort. Disconnected line from pt. Removed pump and tubing from room. Notified physician. Placed a defective device do not use tag on equipment.